Manufacturer narrative:
The reported issue that the pump module experienced an over infusion of a chemotherapy could not be confirmed; no product or device logs were returned for investigation. The report that paper had been placed inside the channel over the air sensors to prevent further beeping is not an approved or recommended practice in the use of the alaris system and may have been a contributing factor for the reported over infusion incident. Device history: a review of the device history record showed the device had a manufacture date of 02/02/2016. The review was performed from the date of manufacture to the date of (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the chemotherapy (ifosfamide and mesna) infusion was started at 1500 at a rate of 59ml/hr with a total volume of 1402ml intended to infuse over a 24 hour period. The patient complained about the IV pump beeping due to an air in line error message. The nurse placed paper inside the channel over the air sensors to prevent further beeping. The rn went into the patients room at 0730 and confirmed the correct drip rate and removed the paper placed over the sensors. At that point the nurse noticed only 100ml of fluid remaining in the bag. The pump was last cleared at 1900 and a total volume infused through the channel was consistent with the rate ordered. Patient was assessed and stable. There was no patient injury.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information was not provided.

Event description:
It was reported that the chemotherapy (ifosfamide and mesna) infusion was started at 1500 at a rate of 59ml/hr with a total volume of 1402ml intended to infuse over a 24 hour period. The patient complained about the IV pump beeping due to an air in line error message. The nurse placed paper inside the channel over the air sensors to prevent further beeping. The rn went into the patients room at 0730 and confirmed the correct drip rate and removed the paper placed over the sensors. At that point the nurse noticed only 100ml of fluid remaining in the bag. The pump was last cleared at 1900 and a total volume infused through the channel was consistent with the rate ordered. Patient was assessed and stable. There was no patient injury.